Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The in-stent restenosis being treated was 90% stenotic lesion in a moderately tortuous mid left anterior descending artery (lad). The physician predilated the lesion with a 3.0 x 20 maverick balloon. After predilatation the physician successfully deployed a taxus express2 3.0x28 mm drug eluting stent. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent, thus causing the guide catheter to deep throat into the proximal lad. The physician was able to remove the balloon after the guide catheter deep throated down. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."